Manufacturer narrative:
Analysis was normal. No anomalies were found. Anomalies found were consistent with those occurring during explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the patient presented to the operating room for a left ventricular lead revision procedure; it was noted that the patient had experienced atrial fibrillation. During the procedure, it was observed that the left ventricular lead was entangled with the right atrial lead. Dislodgement was noted on the right atrial lead. The left ventricular lead was not able to be repositioned. Both leads were explanted. The right atrial lead was replaced successfully. The patient¿s condition was stable.